Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).

Event description:
It was reported that catheter break occurred. A viking¿ fixed curve diagnostic catheter was selected for use. During unpacking, it was noted that the probe of the catheter broke inside the package. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual inspection revealed that the device has exposed wires on the proximal end where the connector and insulation meet. It looks as if the catheter shaft tubing has been pulled out of the connector. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. Bsc ID: (B)(4), tw#: (B)(4).

Event description:
It was reported that catheter break occurred. A viking¿ fixed curve diagnostic catheter was selected for use. During unpacking, it was noted that the probe of the catheter broke inside the package. No patient complications were reported.